Event description:
It was reported that the customer passed away. Reportedly, the customer¿s blood glucose was over 400 mg/dl. Cause of death was not provided. Review of pump data was performed by tandem and there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.